Manufacturer narrative:
Inspected four opened/used enlite sensors and performed visual inspection and found 1 of 4 sensor needle bent inside sensor. Unable to confirm if customer received sensor in said condition due to customer returned opened/used. Last 3 sensors and found sensor cannula retracted inside of the sensor. Unable to confirm if customer received sensor damage due to customer returning it opened/used.

Event description:
It was reported that three out of four sensor electrodes were crushed and customer was not able to insert. Sensors would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.